Manufacturer narrative:
(B)(4). Date sent: 4/17/2024. D4 batch #: w7017j. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and functionality was tested on a gen11.  During analysis, it was determined that the device was connected to more than one generator. Adaptive tissue technology devices are supplied sterile, single patient use instruments.  Using the device on more than one generator is potentially associated with device re-use.  Multiple patient uses may compromise the device integrity or create a risk of contamination that, may result in patient injury or illness. If the device is connected to a different generator an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. No unexpected ready to pre-run test issue was observed at any time as reported. The device was disassembled to inspect the internal components and no anomalies were noted. This device is packaged and sterilized for single use only. Multiple patients uses may compromise the device's integrity or create a risk of contamination that, in turn, may result in patient injury or illness. This device is packaged and sterilized for single use only. Multiple patients uses may compromise the device's integrity or create a risk of contamination that, in turn, may result in patient injury or illness. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device batch w7017j, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thyroidectomy the scalpel passed first pre-run test. After working several minutes, the scalpel was required to pre-run by the system again. The scalpel could not work uninterrupted. Changed to another device to continue the surgery. There was no patient consequence reported. No additional information can be provided.